Event description:
It was reported to vyaire medical that the lap top ventilator 1200 peep (positive end expiratory pressure) is not working while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to duplicate the reported problem. Bench testing was performed with a known good ac adapter and patient circuit and test lung. The unit alarm high peep (positive end expiratory pressure) when peep value is set to more than 0 cmh2o during testing. Further investigation revealed incorrect routing of tubing which causing flow restriction that cause peep (positive end expiratory pressure) not working. Additional problem found the solenoid mount is making a loud clicking noise during ventilation and ventilator was manufactured in (B)(6)2013 and was only pm (preventive maintenance) once (10k 03/2018) per vent service record history. As a resolution, replace and re-route all tubing, replaced solenoid mount as part of 6yr pm. Performed a 6yr pm and the reported problem was resolved. Process ventilator thru service for a complete calibration checkout to meet all factory specification and standard.